Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter got stuck on a non-boston scientific (bsc). The physician stopped the procedure as soon as it this was noticed and removed both the catheter and the wire as one unit by pulling from the patient. There were no patient complications reported due to this event.

Manufacturer narrative:
B3: date of event: use the first day of the month as it was not provided.